Event description:
The hospital discovered during week 5 that a piece of plastic had broken off the outer tube of the mini-hysteroscopy equipment, (hysteroscopy with 15 fr. Resectoscope). This was noticed while the equipment was in the sterilization department and the hospital does not know when it broke off. However, the hospital has now reported this as an adverse event to the danish medicines agency because they are not sure whether this could have occurred during a procedure, but they do believe that they have not caused any harm to any patient. Based on the received information it cannot be excluded that the piece of plastic broke off during a procedure. Since it is unknown where the broken of piece of plastic is, it can also not be excluded that the piece has broken of inside the patient and has remained there. Therefore, this case was deemed reportable as a precautionary action.

Manufacturer narrative:
The affected article was returned for investigation. The investigation is anticipated but not yet begun, the returned article will be investigated by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The exact date of the event is unknown; however, the date range is from (B)(6) 2025 to (B)(6) 2025. During investigation of the returned 26053cb inner sheath it could be confirmed that the ceramic insert on the distal end is broken and a piece of the ceramic is missing. Based on the received event information it cannot be confirmed whether the instrument broke during use or was damaged by improper handling during the reprocessing procedure. It is assumed that the most probable root cause was that the ceramic insert broke due to the application of mechanical force. Potential scenarios could be that it was pulled out of the shaft or the tip was hit. The investigations did not reveal any cause related to the labeling, the device or its history. All production-related quality tests were passed and no deviations were found in the manufacturing documents of the devices. The corresponding IFU of the product includes appropriate instructions and warnings. It is stated that sheaths with ceramic tips must be handled carefully and must be checked for cracks or other damage each time they are used. Additionally, it is stated not to overload the instrument as exerting to much force may cause the medical device to break, bend and malfunction, and consequently injure the patient or user. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The exact date of the event is unknown; however, the date range is from (B)(6) 2025 to (B)(6) 2025. During investigation of the returned 26053cb inner sheath it could be confirmed that the ceramic insert on the distal end is broken and a piece of the ceramic is missing. Based on the received event information it cannot be confirmed whether the instrument broke during use or was damaged by improper handling during the reprocessing procedure. It is assumed that the most probable root cause was that the ceramic insert broke due to the application of mechanical force. Potential scenarios could be that it was pulled out of the shaft or the tip was hit. The investigations did not reveal any cause related to the labeling, the device or its history. All production-related quality tests were passed and no deviations were found in the manufacturing documents of the devices. The corresponding IFU of the product includes appropriate instructions and warnings. It is stated that sheaths with ceramic tips must be handled carefully and must be checked for cracks or other damage each time they are used. Additionally, it is stated not to overload the instrument as exerting to much force may cause the medical device to break, bend and malfunction, and consequently injure the patient or user. The event is filed under internal karl storz complaint ID: (B)(4).